Event description:
International customer reported that the device was placed via an open procedure for ventral hernia repair. The patient was closed and subsequently insufflated to allow for a laparoscopic placement of tackers. The surgeon reported that the device demonstrated delamination around the edge upon abdominal insufflation. The mesh was tacked in place. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.